Event description:
It was reported the patient was not receiving pain relief due to lead migration. Reprogramming to provide resolution was unsuccessful. As a result, the patient's lead was repositioned on (B)(6) 2014. Repositioning the lead provided the patient with effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.